Manufacturer narrative:
Concomitant devices: tjf-q190v, device locking sterile biopsy cap olympus compatible disposable mfg#: m00545261 lot#: 29278434; sphincterotome endoscopic dreamtone 20x.035x260 mfg#: m0058404, balloon specimen retrieval extractor pro 0.035x3 mfg#: m00547000, basket specimen retrieval trapezoid rx 180x3.2 mfg#: m00510870, device raptor grasping mfg#: bx00711177, bite block 1 piece dental 60fr blox mfg#: sbt-546-100. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope and a single use distal cover, upon withdrawal of the scope from the patient, the distal cover was missing. They searched the patient's mouth, and throat and was unable to locate the distal end cover either inside or outside of the patient. There were no anatomical or procedural challenges that could have contributed to the reported event. The patient's current condition is reported as "seen in the office and doing well". There is no plan to go back in and retrieve the missing distal cover. There were no abnormalities in the appearance of the scope or distal cap prior to the start of the procedure. The customer recently bought three tjf-q190v scopes and is not sure which of the three were used in this procedure. Case with patient identifier (B)(4). Reports the distal cover used in the procedure. Case with patient identifier (B)(4). Reports the scope used in the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. D4: distal cover lot number could be h1512 or possibly h1x18.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected h6 medical device problem code. Reconfirmation of complaint failure. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412). Investigation results of product specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. Sampling inspection results at the parts manufacturer. The parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Olympus tried to get additional information regarding the event, but the customer did not respond. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. Based on the results of the investigation, the possible causes of the distal cover falling off based on the above investigation results are as follows: chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. The cover was easily removed from the scope due to insufficient attachment to the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the device manufacturer date and the results of the device history record (DHR) review for maj-2315, lot h1x18. The DHR for this device (lot h1x18) was reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d4. D4: information was inadvertently left out of the initial report a review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus tried to replicate the reported failure using a distal cover (lot. H1412), and confirmed that the distal cover will never come off when it has no damage and it is correctly attached to the scope. The definitive cause of the reported events could not be established. The device was not returned for evaluation, however based on investigation findings, the issue was not likely due to a manufacturing defects. The following are presumed to be likely causes of the distal cover falling off: 1) chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. 2)the cover was easily removed from the scope due to insufficient attachment to the scope. 3)when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. The following information is stated in the instructions for use (IFU): "please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003637092.